Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd connecta plus3 white blend OEM leaked between the stopcock and the c35j. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: our quality engineer visually inspected the returned unit and confirmed the presence of a crack on the b port of the housing component, which allowed the reported leakage to occur. An absolute root cause for this occurrence could not be identified. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. The lot # given in the complaint does not match the catalog number for the damaged device so no DHR was completed. Based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the manufacturing process. Quality records have been consulted for tracking and trending purposes but this is the first reported complaint for this issue on this batch. Process fmea rm5785 was reviewed and there are proper controls in place to detect product malfunctions. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Based on investigation results to date, root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.